Event description:
It was reported that the patient underwent an explant procedure due to not having pain relief. The explanted device will not be returned as it was not released by the facility.

Manufacturer narrative:
Sc-1132 sn:(B)(6). The returned implantable pulse generator (ipg) was analyzed and visual examination as well as data log analysis did not reveal any anomalies. However, an impedance measurement on e10 returned a zero-impedance value. This channel has not been active during the patients therapy. Most likely, the node was shorted internally inside the application-specific integrated circuit (asic) chip u3 due to asic damage. This damage is typically caused by the ipg or lead exposure to high voltage/high current transients.

Event description:
It was reported that the patient underwent an explant procedure due to not having pain relief. All explanted device components will not be returned as they were not released by the facility.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in 2018. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8336500, model: sc-8336-50, serial: (B)(6), batch: 19975932.